Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for the past couple months they have been having issues with their controller. Patient described seeing unknown error messages and reported the controller would become blank and unresponsive while attempting to charge the implant. Patient stated the implant would charge the implant to 50% and then the controller screen would go black and unresponsive and they would have to reset the controller. Patient added sometimes the screen would display finished with the implant only at 75%. Patient also reported that when the controller was plugged into the ac power supply it would stop charging halfway and they would have to reset the controller and plug it back into the power supply like 3 or 4 times to get it to charge to 100%. Patient spoke to their manufacturing representative (rep) who advised them to call for the larger battery pack and larger back cover. Patient also mentioned they had an ablation done about 2 weeks ago and now when they go to charge with the recharging paddle they are getting a burning sensation in one of the areas down right there at the battery. Patient mentioned they are going to be getting an epidural shot to see if they can calm down the nerves in that area that they think is affecting their sciatica which is a pained area. Patient confirmed there is no visible damage to the controller battery compartment, battery pack, controller port, ac power supply or recharger. Patient confirmed green light was illuminated on ac power supply. Due to the nature of the issues patient has been experiencing, an email was sent to the repair department to replace the controller and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they had tried changing the amount to see if it was just overstimulated when asked about the burning sensation. They tried lowering the strength and trying a different setting. The patient stated that it was still there, just not as active.